Event description:
The customer returned the ultrasound gastrovideoscope to the service center for a separate issue. During the device analysis, the service repair technician indicates that the elevator wire had foreign objects. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the final investigation. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or probable cause for the foreign material to remain on the elevator wire could not be determined. A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.